Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693565 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that during the generator change out procedure the physician had a hard time getting the left ventricular (lv) lead all the way into the new header, but was able to insert the lv lead completely into the header after multiple attempts. The lead tested with high impedance and no capture. The physician then took the lv lead out of the header and retested the lead via analyzer; all measurements were within normal limits. The physician then put the lead back into the old device and tested the lv lead via old device and there was high impedance and no capture. The physician now put all the leads back into the new device and retested the lv lead via new device and all measurements were within normal limits. The physician closed the pocket. With the pocket closed the physician retested the lv lead via new device and there was high impedance and no capture. The physician then reprogrammed the lv lead and decided to monitor the lead. The lead and new device remain in use. No patient complications have been reported as a result of this event.